Manufacturer narrative:
Refer to CAPA (B)(4). CAPA (B)(4) was closed on 06 july 2018 but was still open when lot v8936 was manufactured in march 2017. Per CAPA (B)(4) and qcr (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories. The first lot of bl5625 that was built with the vitrectomy tubeset enhancement was lot #w2161 in july 2018. Any bl5625 product with lot no. W2161 or higher will include the vitrectomy tubeset enhancement. Report 1 of 2 see 1920664-2018-00098.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The product complaint cannot be confirmed, there was no product returned for evaluation. Further investigation underway. Report 1 of 2 see 1920664-2018-00098.

Event description:
The user facility in (B)(6) reported the vitrectomy cutters would not cut while aspiration continued. The cutter was replaced with another, and the surgery was completed with no patient injury reported.